Event description:
Pt was to have their ij permcath changed over a wire due to poor function. When the wire was passed into the arterial catheter it appeared that catheter had a segment that was partially broken and that the wire had perforated the catheter. The wire was removed and it appeared that the segment of catheter had broken off and was loose in the right atrium. The procedure was aborted and access was obtained via right femoral vein and the segment of catheter was successfully snared and removed. The ij catheters were then removed. At that time it was noted that the arterial catheter appeared to be whole, no broken areas. When the venous catheter was removed, it was obvious that part of it was missing the broken piece had come from the venous catheter. Catheter segment and catheters were sent to safety office.